Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16807. It was reported that patient experienced ineffective stimulation. X-rays confirmed both leads had migrated. No falls or trauma reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.